Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. This report is being filed on behalf of the legal manufacturer - biocomposites.

Event description:
It was reported that the screw broke during the procedure and potentially remains in the patient.

Event description:
It was reported that the screw broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
The device manufacturer date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Customer complaint/comment: the patient was undergoing a reconstruction of the anterior cruciate ligament of the right knee, at the moment of fixing the hq graft in the femoral tunnel, after tapping the screw, the screw breaks in two without subjecting it to any kind of mechanical stress or handling differently from the recommended surgical technique. This is changed for a new one and the last one works correctly. Investigation findings are: minimal information has been provided. No indication found that biosteon screw was nonconforming. The suspected root causes are unable to determine without further information from clinician or images of product. The corrective action no corrective actions planned; surgery was completed successfully. The preventive action no preventive actions planned; surgery was completed successfully.